Event description:
It was reported the patient it not feeling stimulation. It was reported the patient is experiencing a shocking and jolting sensation while lying down and being ¿perfectly still¿. It was reported the patient stopped the stimulation and then turn it back on. It was noted when the patient turned the stimulation back on they felt stimulation in their left leg without issue but the right leg had no stimulation sensation. It was reported that everything ¿appears to be securely connected¿ and they did not pull or catch the cables on anything. It was noted the patient would turn the stimulation ¿up past 5.0v¿ for their right leg and they received an out of range (oor) error code so the patient turned the stimulation back to the original settings. It was further reported the patient met with a manufacturer representative and got ¿everything squared away¿. It was further reported the patient had an impedance test and ¿only the #15 electrode¿ showed out of range. It was noted the patient was reprogrammed on (B)(6) 2012 and the patient is getting bilateral therapy they need.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).